Manufacturer narrative:
Manufacturer¿s investigation conclusion a correlation between the device and the patient¿s expiration cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2019 due to sepsis. Multiple requests for additional information were sent to the customer; however, no additional information was provided. No product available for investigation. Sepsis and infection listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are provided in various sections of the instructions for use, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, 17 days the results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due to sepsis. Additional information was requested, but was not provided.